Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the r781 driven ground resistor was open. The cause of the inability to complete testing is the open resistor. The root cause of the open resistor cannot be positively identified but is consistent with an external defibrillation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.